Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the module cover glass was broken, which caused the device not to produce image and the receptacle had signs of wear and was noted to be dirty. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the image with the visera 4k uhd camera control unit was ¿dropping in and out¿. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive cause of the broken glass cover could not be identified. Olympus will continue to monitor field performance for this device.